Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump reservoir could not be reset even after the battery and cassette were changed. There was air in the air extension tubing. After changing the cassette, it was not possible to reset the reservoir volume. This occurred during patient use when changing the medication cassette, and there was no patient signs or symptoms reported.